Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a critical low battery alarm after the console was powered on, the staff tried charging the battery for three hours and still received an alarm. The customer was sent a loner device. No patient involvement.